Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Follow-up is being conducted to determine initial reporter contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr resurfacing. Right hip. Reason for revision: unknown. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination.this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed andthe investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Investigation section: previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore, no DHR (device history record) review for this individual asr component will be carried out at this point in time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation to determine root cause was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Root cause category: cause not established. H10 additional narrative: added: b5, g1, g2 corrected: h5.

Event description:
Scf alleges elevated metal ions. After review of the medical records, op notes reported hip easily dislocated and minimal bone loss of the acetabular component. Doi: (B)(6) 2007; dor: (B)(6) 2011; right hip.